Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the reason for poor healing was unknown. A pocket revision was done to correct the problem and the patient recovered. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that by physician observation the patient's pocket was poorly healing. Redness around the pocket would not diminish since the implant, therefore the new antimicrobial envelope was implanted. The patient is obese. A pocket revision with tyrx. The issue was resolved. No further patient symptoms or complications were reported in this event.